Event description:
It was reported that during a da vinci s surgical procedure, the electrocautery cable connecting the monopolar curved scissors (mcs) instrument and electrosurgical unit (esu) "caught on fire". The "fire", the size of a candle flame, was located near the connector of the mcs instrument. The fire was contained and the electrocautery cable was removed and replaced. Prior to the fire, the surgical staff experienced inconsistent cautery energy functionality. The system was used for an additional 15-20 minutes when the surgeon decided to convert to traditional open surgical techniques to complete the planned procedure due to the patient's size. No patient harm was reported.

Manufacturer narrative:
The affected cautery cable is not manufactured nor distributed by isi. The cable was purchased by the hospital's surgical services department from an external vendor not associated with isi. Numerous attempts have been made to obtain additional information from the hospital regarding the cable, however, no information has been received to date. The instrument used in conjunction with the cable was returned and evaluated. Engineering found instrument to be within specification and fully functional. No thermal damage was observed on the instrument. The investigation conducted by the field service engineer found no functional/performance issues with the system, with the system passing all verification tests. It was determined that the da vinci s surgical system, instruments or accessories did not malfunction in a way that would cause nor contribute to the reported event. A follow-up MDR will be submitted if additional information is received.